Event description:
It was reported that after predilatation of the heavily calcified mid right coronary artery lesion with a 2.5x20mm trek balloon dilatation catheter and during the heavily tortuous stenting procedure, the xience xpedition stent delivery system failed to cross the lesion. During the attempt to cross the lesion, the shaft separated from the hub, outside of the anatomy. The device was easily removed. There was no adverse patient sequela or a clinically significant delay in procedure reported. The procedure was completed successfully with a non-abbott stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.